Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported providing a letter of recommendation. In the letter the dentist states patient has a class 1 malocclusion with anterior crowding and anterior deep bite. The trauma from the aligner have caused tissue injury to the patient's mandibular anterior gingiva. The crowding is making worsening impact on occlusion and periodontal health. Recommended immediate discontinuation of byte aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.